Event description:
A consumer of unknown age and gender reported applying a band aid brand kpp bandage to a burn on the index finger. Upon first removal of the product, a blister was observed. During the second removal, the blister ruptured, prompting the consumer to seek medical attention. The consumer was evaluated at a hospital and was prescribed gentamicin sulfate (gentacin) ointment. No further information was provided regarding this consumers event.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A1, a2, a3, a4, a5, a6: patient identifier, age, sex, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand kizu power pad (kpp) regular 10ct ap 4901730021906 4901730021906apb. Lot number - 1835c. Device is not distributed in the united states but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa). D4: 510(k) exempt device I complaint. UDI #: (B)(4) upc # 4901730021906 expiration date: 30-apr-2028 lot #: 1835c. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 5, 2025. The retain sample was visually examined according to product specification and meets specifications for appearance. E1703 ¿ refers to the consumer quot; blister/ when removed blister burst" e2402 ¿ refers to the consumer misuse/off-label use - intentional. Consumer " applied product to a ¿burn on index finger". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.